Event description:
It was reported that during a left hemicolectomy procedure, the clips were ejected open and not closed. The procedure was completed by using a new device. No adverse pt consequences.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.